Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 150-160 units of insulin. A new cartridge was successfully loaded onto the pump resolving the alarm. Customer's blood glucose level ranged between 250 mg/dl and 400 mg/dl.